Event description:
It was reported that a user experienced a scan error when attempting to scan a libre 3 plus sensor with the ilet-connected app, consistent with a device communication and pairing failure between the cgm and the ilet system. Symptoms included warnings that dosing would stop soon and that the cgm was not paired. Outcomes included temporary interruption of automated insulin dosing until the cgm connection was restored. Investigation included guided troubleshooting and user education by support, including deletion and reinstallation of the app and reconnection of the ilet to the app. Investigation of this case revealed that the scan error resolved after the app was reinstalled and the cgm was re-paired, allowing the sensor to scan and complete warmup. It was concluded that the event was attributable to a software or connectivity issue that was corrected through standard troubleshooting, with the device functioning as intended after resolution.